Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the biomed and a patient care technician (pct) familiar with the event. The blood leak occurred one hour after the start of treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was coming from under the header at the inlet port end of the dialyzer. No damage or defects were noted at the leak location. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, two photos of the dialyzer were provided for review.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the biomed and a patient care technician (pct) familiar with the event. The blood leak occurred one hour after the start of treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was coming from under the header at the inlet port end of the dialyzer. No damage or defects were noted at the leak location. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, two photos of the dialyzer were provided for review.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, two photos were provided by the clinic. The first photo shows the dialyzer label from the reported lot number and blood appears to be within the dialyzer, on the outside of the fibers. The second photo shows blood beneath the header cap within the threads, and there is blood on the port cap. It is unknown what caused the blood leak as there was no damage visible in the pictures. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based off the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.